Event description:
A malfunction with the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections as backup therapy.